Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked and a piece of the septum material broke off after loading the cartridge with insulin. There was no impact to customer's blood glucose level. Reportedly, the customer loaded a new cartridge onto the pump.